Manufacturer narrative:
A ge rep evaluated the system and the collimator display was not working, and reseated the collimator display power supply. System operates as intended.

Event description:
Customer reported the system is displaying a collimator error. No pt injury was reported.